Event description:
The user received erroneous creatinine results for two patient samples when tested as part of a quality assurance check. The creatinine tests were repeated per laboratory policy. Sample 1 initial result on the p2 was 18.83 mg per dl, repeat result on the p4 was 0.72 mg per dl. Sample 2 initial result on the p2 was 17.74 mg per dl, repeat result on the p4 was 0.55 mg per dl. The results were not reported. The user checked the analyzer and found white salt deposits on top of the lip of the cuvettes. The probe alignments were also checked.